Manufacturer narrative:
The manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1007515 and test base part number 190-430 / lot 1007515. The quality control release testing met specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1007515 showed that the complaint rate is (B)(4). The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration. The investigation is not yet complete. Upon completion, a supplemental report will be submitted with the information. Investigation is ongoing. Upon completion of the investigation, a supplemental report will submitted to the FDA.

Event description:
The customer reported 2 false positive results involving 1 patient with the ID now covid-19 assay. The customer reported false positive results on copan flocked swabs with the ID now covid-19 assay and 2 ID now instruments (s/n (B)(4)) performed (B)(6) 2020. The customer reported a negative result on copan flocked swabs (rt-utm) with the ID now covid-19 assay (machine s/n (B)(4)) performed (B)(6) 2020 at 0039. At 1223, retesting on a new sample with the ID now covid-19 assay (s/n (B)(4)) generated positive results. At 1235, the patient's first sample retested with the ID now covid-19 assay (s/n (B)(4)) generated positive results. At 1254, the patient's second sample retested with the ID now covid-19 assay (machine s/n (B)(4)) generated negative results. The patient's two samples collected on (B)(6) 2020 were tested by pcr. Both were negative for covid-19 (sample 1: target n 37.68, sample 2: target n 33.76 and o 34.21). The customer reported that the patient previously tested positive for covid-19 (diagnostic methodology not provided) on (B)(6) 2020. On (B)(6) 2020, the patient was hospitalized for arthrosis and unspecified treatment, but included 2l of oxygen and pipercillin tazobactam. The patient was placed in the "covid zone" after testing positive for covid-19. Subsequent to negative covid-19 results, the patient has transferred from the "covid zone" and to the "normal zone". Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the high risks of this hazardous situation of placement in a covid-19 zone this shall be considered reportable.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1007515 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples and the use of viral transport media.